Manufacturer narrative:
Date of explant has been updated to the report.

Manufacturer narrative:
Patient's weight has been added. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2019 wherein both leads were explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number:1627487-2019-10602. It was reported the patient experienced a stimulation decrease due to high impedances. An attempt to reprogram was unsuccessful. As a result, surgical intervention may occur at a later date.